Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting non-sustained right ventricular over-sensing, intermittent under-sensing, and loss of capture. The patient was scheduled for chest x-ray, which confirmed that lead was dislodged. The lead was successfully re-positioned on (B)(6) 2019. The patient was in stable condition.